Manufacturer narrative:
Article citation: ¿breast implant associated anaplastic large cell lymphoma: the UK experience. Recommendations on its management and implications for informed consent.¿ l. Johnson, j.m. O¿donoghue, n. Mclean, p. Turton, a.a. Khan, s.d. Turner, a. Lennard, n. Collis, m. Butterworth, g. Gui, j. Bristol, j. Hurren, s. Smith, k. Grover, g. Spyrou, k. Krupa, i.a. Azmy, i.e. Young, j.j. Staiano, h. Khalil, f.a. Macneill. The journal of cancer surgery, 43 (2017) 1393-1401. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity.

Event description:
Article ¿breast implant associated anaplastic large cell lymphoma: the UK experience. Recommendations on its management and implications for informed consent¿ reported "recurrent seromas." Side is unknown. Device was explanted.